Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 425 mg/dl. The customer reported that insulin pump had no delivery alarm. The customer treated with the manual injection. Troubleshooting was not done for high blood glucose and performed for no delivery alarm. The customer stated that the insulin exited. The insulin pump will not be returned for analysis.